Manufacturer narrative:
Three good faith efforts (gfe) were made to obtain additional information regarding presence of foreign material. However, no response was received. An evaluation of the returned device confirmed the customer allegation. Residual liquid or foreign material come out of channel tube. Due to clogging of channel tube, channel cleaning brush could not be inserted smoothly. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Switch three (3) had a scratch and switch four (4) was worn out. Image guide protector had a scratch. Universal cord protector on scope connector side and control section side had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, dirt comes out of the colonovideoscope even after brushing multiple times. The intended procedure was completed with the same device. The device was returned and an evaluation at the repair center revealed clogging of the forceps channel with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the instrument channel was unable to be further specified. Moreover, no deformation of the instrument channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: " inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. <inspection of the instrument channel>. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.". Olympus will continue to monitor field performance for this device.